Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: during investigation, moisture was found in the display lens. The pump was unable to power up. The keypad cover was removed to find no contamination under the button contacts. The pump cover was removed to find moisture damage to the keypad connector and printed circuit board. The unresponsive keypad issue was unable to be investigated due to no power to the pump. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover with a leak.